Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission with an automatic mode switch (ams) episode. Upon review, the physician noted loss of capture during the episode. Device reprogramming was performed. The patient was in stable condition.